Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer's blood glucose level at the time was 40mg/dl. The customer declined to troubleshoot. The customer states the low levels are not attributed to the pump. The customer states they had issues with the sites absorbing the insulin, and the customer believes they over corrected. Nothing is being replaced or returned at this time.